Event description:
It was reported that the laser beam was not aligned and they could not properly view the red circle coming from the arm. There was no patient involved.

Manufacturer narrative:
The console was field service at the user's facility. The aiming beam alignment was inspected out of the arm, through the micromanipulator and with handpiece attached, no issues were found. Also, the near and far alignment of the treatment beam were inspected and no issues were found. Therefore, the reported allegation was not confirmed.

Event description:
It was reported that the laser beam was not aligned and they could not properly view the red circle coming from the arm. There was no patient involved.